Event description:
Pt had been wearing night and day lenses extended wear and using optifree express to clean their lenses. An ecp has reported that a pt with extended wear history of focus night & day lenses presented in 2003 with mild redness, watery discharge and mild pain in their left eye and stated the lens was stuck to their eye. They used their family member's unspecified antibiotic drops. Examination revealed a central infiltrate through to the anterior storma with trace spk in the center and pinpont/stipple staining but no anterior chamber reaction. No culture or photos were taken. The pt was prescribed tobradex and ocuflox, alternating the drops every two hours for two days. The pt was instructed to discontinue lens wear. At follow up two days later, symptoms resolving. Trace staining in the center of infitrate. Instructed to begin tapering of meds over next 9 days with lens wear resumed after next four days. Faint scarring and no loss of visual acuity. No further info is availiable at the time of this report.